Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's atrioventricular node ablation procedure, the right atrial (ra) lead became dislodged. A revision procedure was performed to reposition the lead, and the lead remains in use. No patient complications have been reported as a result of this event.